Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:301027, batch#: 4085162. It was reported, that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received, a complaint via email. Email(s) attached. Foreign debris/ink found on the syringe. Attached is a supplier corrective action request regarding a recent issue reported to deroyal. Please review and complete all sections as soon as possible. Attached is a picture of the defective sample. Can you provide a return label or an address, so we can send this sample to you for evaluation.

Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. One sample and two photos were received and evaluated. The syringe received loose has a black ink dot on the barrel in the non-scale marking area. Both photos show the one loose syringe having the black ink dot. Potential root cause for the ink dots condition is associated with the marking process. Since the condition observed does not affect form, fit, or function, and is considered cosmetic and acceptable, no corrective actions are necessary. Furthermore, a device history record review was completed for provided lot number 4085162. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.